Event description:
The pt is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is functioning. Revision surgery has been scheduled.